Event description:
This report summarizes 16 malfunction events(s), where it was reported the devices experienced inability to disengage the cot from the cot fastener. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 14 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
1 device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Evaluation results findings (components/results). 1 device: appropriate term/code not available/no findings available.

Event description:
This report summarizes 15 malfunction events(s), instead of 16.